Manufacturer narrative:
Zyno medical received the investigation report from the contract supplier on 04/28/2017. The user-reported luer lock separation issue was confirmed and the root cause was identified as operator error.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00061).

Manufacturer narrative:
The failed IV set was sent to the contract supplier for evaluation on (B)(6) 2017. The manufacturer is still waiting for the results and will actively follow up on this investigation.

Event description:
The user reported that the luer lock fell off from the IV set. No patient injury or harm occurred for this case.